Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds, intermittent capture and premature depletion. The leadless ipg was reprogrammed, explanted and replaced. No patient complications have been reported as a result of this event.